Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and confirmed contamination in the pneumatic module assy, and the drive manifold assembly. After replacing these parts, the fse performed a pm, a full calibration, and tested the unit. The equipment works to the manufacturer¿s specs, is cleared for clinical use, and was returned to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had potential blood contamination inside the unit.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had potential blood contamination inside the unit. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Additional information poc: tel (B)(6).